Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and mildly calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and patient was in good condition post-procedure.